Event description:
Complaintant alleged that the clinicians were attempting to pace a patient (age and gender unknown) with the ma set at 10, but the device delivered 100ma to the patient. The clinician then obtained another device to successfully pace the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.